Manufacturer narrative:
The device was received for evaluation. During functional testing, missing tubing guide was observed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be directional flow label missing through visual inspection. The directional flow label requires to be reinstalled in case shimming to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had an issue of missing tubing guide during unspecified process. There was no report of patient injury or medical intervention associated with this event. No additional information is available.